Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately higher compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2014. The patient reported blood glucose results of ¿430 mg/dl¿ with the subject meter and ¿130 mg/dl¿ on another meter, performed within an unspecified time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient does not take medications to manage her diabetes and continued to follow her usual management. The patient did not specify symptoms; however, that same evening, the patient reportedly went to the emergency room (ER) and obtained a blood glucose result ¿less than or equal to 40 mg/dl¿ with another device. Treatment was not specified. At the time of troubleshooting, the cca noted an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result suggestive of a serious injury after the alleged meter issue began.